Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The initial reporter was the healthcare provider (hcp). It was unknown why the safe state occurred. The pump was interrogated during a normal refill and was found to be in safe state. The pump was set to minimum rate and the pump came out of safe state as a result. The pump was noted to be on the battery recall list. It was unknown if the safe state had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and post spinal cord injury. It was reported a critical alarm was heard and confirmed by telemetry. It was noted that safe state occurred. The patient came in for a refill 2 weeks ago and it stated that the pump was in safe mode. The patient was not having any symptoms. The patient's pump was updated and put in minimum rate mode and then updated to a simple continuous yesterday ((B)(6) 2017). It was noted that the patient does not know english, so they were having a problem knowing how the patient feels. It was thought that the dose was at around 210mcg/day. Minimum rate mode specifications was reviewed, and it was reviewed and recommended to consider replacing the pump. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.